Event description:
The customer reported 'air in the tubing of the pump' alarm during priming. They were not able to proceed with the set. Patient information is not available at this time. Per the customer, there was no medical intervention required for this event. The device is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.10. Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that no bubbles observed, but ¿presence of air in the return pump tubing¿ alarm, during priming. The patient was not connected to the device. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported 'air in the tubing of the pump' alarm during priming. They were not able to proceed with the set. The patient was not connected to the device. The device is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.